Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set was pulled off, got caught on something and fell issue on (B)(6) 2026. No further information is available.